Event description:
It was reported the patient had revision surgery on right hip on (B)(6) 2003 due to unknown reasons.

Manufacturer narrative:
An event regarding revision involving a dall miles cable was reported. The event was not confirmed. -device history review: the reported device was accepted into final stock with no reported discrepancies. Complaint history review: review not performed as a reason for revision was not provided. Conclusions: the exact cause of the event could not be determined because further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
It was reported the patient had revision surgery on right hip on (B)(6) 2003 due to unknown reasons.

Manufacturer narrative:
An event regarding removal of a dall miles cable set as part of a planned second stage revision was reported. The event was confirmed. Method and results: device evaluation could not be performed as the subject device was not returned. A review of the provided records by clinical consultants found no indication that the event was related to device design, materials, or manufacturing. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review was not performed as no device specific failure modes were identified. Conclusions: the provided medical records indicated the subject device was removed as part of a planned second stage revision surgery. No device specific failure modes were identified. Clinician review of the provided records found no indication that the event was related to device design, materials, or manufacturing. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported the patient had revision surgery on right hip on (B)(6) 2003 due to unknown reasons.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.